Event description:
It was reported that the customer¿s pump screen was not turning on despite several troubleshooting attempts. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support instructed the customer to ensure the pump was unplugged and to try various methods to turn it on, but these were unsuccessful. Consequently, technical support arranged for a replacement pump. The customer continued to use the pump for insulin therapy.